Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drips were seen coming out of the tubing. Also, it was noted that there was some leakage coming from the luer lock connection. During troubleshooting with tandem's technical support, the customer disconnected the luer lock connection and reconnected it. The customer resumed the fill tubing steps and insulin drips were seen. The customer resumed insulin delivery.